Event description:
It was reported that balloon rupture occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. However, the balloon ruptured before it reached the rated burst pressure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection revealed a scratch and pinhole in the balloon wall at the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the target lesion. However, the balloon ruptured before it reached the rated burst pressure. No patient complications were reported and the patient's status was stable.